Event description:
It was reported that at least 10 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: significant resistance when trying to push medication/vaccine through needle, have to apply a lot more pressure than typical. Does not occur with every needle, but has happened multiple times with multiple caregivers. Does not occur with every needle but has happened at least 10 times that have been reported. Did you experience any adverse events as a result of this reported defect?; -patient had to be poked twice. On first try, caregiver was unable to push vaccine & had to remove needle and try again with a different one.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: this was determined based on the area code portion of the provided phone #. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.